Event description:
A report was received that the patient had a large hematoma. The patient underwent a revision procedure wherein the hematoma was removed. The patient was doing well postoperatively.